Event description:
An intraortic balloon pump was being used on a patient in the ICU when it just stopped working. It was identified as a datascope, model cs100, balloon pump. There weren't any warning indicators. It just turned itself off. The power indicator remained on, and it was plugged into the wall outlet. Power was present at the outlet. The balloon pump was removed from the patient's room and sent back to the owning department (cardiac catherization lab), then later sent to biomedical engineering for further examination. Since it is covered by a maintenance contract with the manufacturer, biomedical engineering contacted the local tech rep for maintenance assistance. After some preliminary testing it was determined that the unit needed to be returned to the company for repair. The local tech rep brought in a loaner pump when he picked up the broken unit. We are waiting for a conclusive service report from the manufacturer. The ICU nurse manager stated the patient was not affected by this malfunction.